Event description:
A malfunction on a pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which the caller followed successfully without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred.